Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8709, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving compounded baclofen (750.0 mcg/ml at 199.73 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. During a scheduled pump procedure on (B)(6) 2017, a catheter fracture was observed. The device diagnosis was a catheter break/cut. The catheter was replaced. The event was related to the device/therapy, specifically the intrathecal/spinal portion of the catheter. The event was not related to the implant procedure. The event resolved without sequelae on (B)(6) 2017. There were no reported symptoms.

Manufacturer narrative:
Analysis identified that the catheter body was broken.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study and a manufacturer¿s representative. The pump was explanted due to elective replacement indicator (eri). The cause of the catheter fracture was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.